Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the returned device (if available), photographs, videos, event description, and any additional field input, arthrex has determined the most likely cause. The most likely cause is attributed to user-related factors such as off-axis loading, which could increase resistance.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, it was reported by an arthrex employee via email that for an ar-1804, transtibial femoral acl drill guide, 6 mm, the offset guide inner core was not smooth and the drill pin was not able to slide nicely. This was detected during an acl reconstruction + let procedure on (B)(6) 2025. The procedure was completed successfully as another size offset guide was used.